Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue was not verified in the black box but duplicated in the evaluation. Review of black box data was unable to verify the reported time/date reset issue. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was found to be within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad and the display had a pinkish contrast.

Manufacturer narrative:
Follow-up #2 - submission date 05/13/2015; correction: conclusion statement incorrectly stated that the patient experienced serious hypoglycemia. The correct conclusion is that the patient experienced serious hyperglycemia.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s bg was at 352 mg/dl with nausea and extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided on any recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery for less than 24 hours. When a new battery was inserted the pump displays the default date and time settings. The reporter was about to board a flight and was unable to complete troubleshooting with the pump. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.